Event description:
Possible false negative. Abnormal cells outside fields of view (fov). Cytology application specialist (cas) felt the case presented has one trigger cell within fov which should have prompted a full scan of the slide. The customer disagreed. Site will be monitored to determine if expected occurrences (as determined by (B) (6) study) are exceeded. Cas will schedule trigger reviews and on going morphology support with the site.